Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced a urinary tract infection, abdominal distention, and stoma infection. The patient has been hospitalized and treated with unknown oral antibiotic, solution and chlorhexidine. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.